Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated their act and escape buttons were not responsive. Customer's blood glucose was 120 mg/dl. The customer reported exposing the insulin pump to moisture prior to the keypad anomaly occurring. Customer did not notice any more or frequent alarms after the moisture exposure. A self-test could not be performed during troubleshooting because the keypad was unresponsive. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had minor scratches on the lcd window, scratches on the reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.